Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained unchanged even when the device was withdrawn. The device was replaced by manual compression for hemostasis. There was no reported patient injury. The device was used for blocking of the femoral artery puncture site which was performed at the end of an imaging procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. The suitability of the femoral artery was verified via angiography, including a vascular sheath introducer insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, though the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained unchanged even when the device was withdrawn. The device was replaced by manual compression for hemostasis. There was no reported patient injury. The device was used for blocking of the femoral artery puncture site which was performed at the end of an imaging procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. The suitability of the femoral artery was verified via angiography, including a vascular sheath introducer insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, though the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. One non-sterile vascular closure device (5f - us) was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Visual inspection revealed that the deployment lever on the device was not pressed, and the plug was present on the delivery shaft. The indicator wire was deployed, and the loop appeared in good condition. The indicator window was in the white/black position, and the cowling guard was found to be locked. A kinked or bent condition was noted on the delivery shaft, approximately 5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. Both the inner and outer diameters were measured near the location of the damage. The measurements were found to be within specification. It was confirmed that the plug was not deployed, and the guard was locked, with the indicator wire (iw) deployed. Functional testing was successfully performed: the iw was movable, the indicator window changed to black/black, the button was pressed, the plug was deployed, and the window changed to white/black/red without any issues or anomalies. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.